Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: during investigation, the black box and alarm history showed consecutive ¿cs054/cs052/cs012¿ slave communication error alarms. The returned battery cap was undamaged and able to fit. There was no cs 012 alarms, errors or warnings observed during investigation. The product performed within specification. The original complaint of the cs 012 was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board of the continuous glucose monitor module. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.